Event description:
It was reported that the right ventricular lead exhibited high pacing threshold and high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found two insulation abrasions at 4.5 to 5 cm and at 8.8 to 9 cm from electrode tip which could cause high threshold and high impedance.